Event description:
It was reported that while in the cath lab, the wedge pressure catheter was inserted. During use, the balloon partially detached from the catheter. As a result, the catheter was removed and another wedge pressure was not inserted. There were no reported patient complications, death or injury. Medical / surgical intervention was not needed. The patient outcome is ok. Additional information received on (B)(4) 2012 from teleflex (B)(6) stated that the md noticed the defect of the balloon, as no pressure wave was available a short time after therapy was started. The md is not sure that the entire membrane was removed with the catheter. The md anticipates that a piece could have been retained in the patient. The balloon was not long in use prior to the incident; no exact time known. Patient outcome is fine. Patient was released from the hospital one day after the incident.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.